Event description:
Customer reported that on (B)(6) 2012 at 5:20 pm his blood glucose measured 262 mg/dl so he administered a 10.5 unit bolus dose of insulin. At 9:25 pm his bg had risen to 319 mg/dl. He took an additional bolus of 6.3 units and deactivated the device. When he removed it he observed that the cannula was no longer inserted in the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the product condition. The customer observed that the cannula was not inserted in the infusion site when the device was removed. This condition would interrupt insulin delivery and contribute to hyperglycemia. No qualification records were conducted as no product lot number was reported. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."